Event description:
It was reported that the device indicated low battery before the warranty period expired and thus had unexpected longevity. The device was explanted and replaced. It was also reported that the right atrial lead had insulation damage and multiple atrial high rate (ahr) episodes were capture due to noise; it was noted a fracture may have been pending. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed, and the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later noted that the previously-capped lead was explanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 6947 implantable tachy lead 2008 (B)(6); 5071 implantable pacing lead 2008 (B)(6). (B)(4).